Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable was damaged on the rubber encasing. The patient cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient cable rubber casing being damaged mobile power unit (mpu) was confirmed via visual inspection of the returned mpu (serial number: (B)(6)). The mpu was initially evaluated at the european distribution center (edc). The patient cable rubber casing was observed to be loose. The mpu was functionally tested with a test system controller and mock circulatory loop and no issues were observed. The damaged patient cable did not affect the functionality of the mpu. The patient cable was replaced. The replaced parts were further investigated by product performance engineering (ppe), revealing that the patient cable rubber casing had a gap between the black and white connectors and the rubber encasing. The patient cable was functionally tested with a test mpu, system controller, and mock circulatory loop and no issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 13apr2015. Heartmate ii instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate ii patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.